Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the numbers were not working on keyboard. The technical support specialist unplugged internal keyboard and plugged in external keyboard. Performed keyboard recovery program to resolve this issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the user was unable to login. The customer reported that the numbers were not working on the keyboard. The customer stated that this malfunction caused a delay to the patient care and occurred while dispensing medication. There were no adverse events or injuries reported based on this event.